Event description:
It was reported that during implantation of a right atrium leadless pacemaker (ralp), the device was initially fixated at the first target location, but the capture threshold was too high, and the ralp was successfully redocked and unfixated. At the second target location, the ralp was fixated, but resistance was noted when entering long tether mode and the device could not be redocked. The electrical parameters were adequate, but the delivery catheter was unable to release the ralp. The catheter was rotated to free the device from the atrial wall. The physician completed the procedure using a different ralp and delivery catheter. The patient remained stable following the procedure.

Manufacturer narrative:
Reported event of capturing problem, connection problem, separation failure were not confirmed. Visual inspection of the device found the inner and outer helix are within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed, including output verification, found no anomalies contributing to reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.